Manufacturer narrative:
Additional information: h3, h4, h6, h11. H4: the lot was manufactured between april 11-15, 2024. H11: the actual device was received for evaluation with no fluids in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The infusor sample was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor finished patient infusion earlier than expected. The expected therapy time was 46 hours; however, the medication was infused completely after 24 hours. The device contained 38.4ml fluorouracil (5-fu) and 72.6ml saline for a total fill volume of 111ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.